Manufacturer narrative:
This report is being submitted to relay corrected data and additional information.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier, age and date of birth, patient sex, weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. Concomitant device- unknown legacy biomet implant, lot# unknown. Therapy date: unknown. Fax number and email address unknown / not provided. PMA/510(k) number not available. No device catalog or lot number was provided so a device history record review and a complaint history review could not be performed. Since the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted. Device location is unknown.

Event description:
It was reported that the customer had a navigator mount fracture off into the implant. No additional information was provided.